Manufacturer narrative:
Correction: imdrf a code updated: a0404.

Event description:
No additional information.

Event description:
It was reported by customer that one of the ports in a trifuse IV tubing had a hole in it. This was noticed during patient use, the patient¿s blood was found backing up through one of the ports and leaking onto her skin. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.